Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for the peritonitis event. On an unspecified date, the patient began treatment with vancomycin and meropenem (1 gram each, frequencies, duration and route of administrations not reported) for peritonitis. The patient's outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: other relevant history. Should additional relevant information become available, a supplemental report will be submitted.